Event description:
The legacy system would not prime during set-up, after repeated attempts. Therefore, the patient was not brought into the operating room and the case was cancelled. Two subsequent cases were also cancelled.

Manufacturer narrative:
The company service representative examined the system and found that the clasp on the vent solenoid was loose. It was reseated. The system was tested, and it primed successfully. This report mailed in to FDA on: 06/01/2007.